Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. No issues identified with the distal extrusion. A visual examination of the balloon identified no issues. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An encore inflation unit was used to inflate the balloon to 12 atmospheres. A pinhole leak was identified, 1.5mm distal to the proximal markerband, in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.